Event description:
Two days after returning home from the hospital, patient reported that she developed a reaction of skin irritation (rash and blisters) at the site where the 3m tegaderm 1626w was applied, following the insertion of wound v.a.c. Patient's surgeon removed the wound v.a.c. Until the rash resolved. Patient was treated with benadryl and hydrocortisone, which provided symptom relief.

Manufacturer narrative:
Product not available to be returned. Results - lot number not provided to manufacturer. Conclusions - complaint type will be monitored.